Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4). (B) (4).

Event description:
Following bilateral intraocular lens (iol) implant surgery, a surgeon reported rotation of both iols in the pt. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.